Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/09/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for e3+ lot j19065.

Manufacturer narrative:
Apoc incident (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat e3+ cartridges that yielded a suspected discrepant potassium results of >9.0 on a (B)(6) year old male patient presented for cardiac surgery. Nurse stated that due to k results of >9.0 mmol/l, patient was given 5 unit of insulin and amp of d50. The patient was transferred to (B)(6) hospital, and the k result there was 4.0 mmol/l (test time: unknown). There was no additional patient information available at the time of this report. Return product is not available for investigation. Method: I-stat, date: 08-oct-2019, tested: 08:25, result: >9.0 mmol/l. I-stat, 08-oct-2019, 08:xx, >9.0 mmol/l. Lab, 08-oct-2019, unk, 4.0 mmol/l. Collection times not provided. Lab collection and test times are unknown. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.